Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included: complaint received with return of device. Failure (event) observed during analysis. A partial lead measuring 42.5cm was returned for analysis. External insulation abrasion was noted at 25.4-25.7cm from the cut end of the rv shock coil, consistent with lead friction to another device or feature of the heart. The silicone insulation was intact at this location. (B)(6).

Manufacturer narrative:
No complaint received with return of device. Failure (event) observed during analysis. A partial lead measuring 42.5cm was returned for analysis. External insulation abrasion was noted at 6.5-7.1cm from the proximal end of the svc shock coil, consistent with lead friction to another device or feature of the heart. The silicone insulation was intact at this location.